Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 584(mg/dl). The customer declined to provide additional information and declined troubleshooting with tandem technical support.